Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard the noise coming from the device. Patient felt lightheaded and had a funny taste in the mouth. Patient was hospitalized and confirmed that the device was at elective replacement indicator (eri). Patient was scheduled for a device change out. No patient complications have been reported as a result of this event.